Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming, excessive no delivery and motor tests. There was no motor error alarm or excessive no delivery alarm on the device. There was no damage on the motor and no cosmetic damage found on the case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 417 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred during the prime process. Customer received motor error more than once in a 30 day period. Customer advised they were able to rewind the insulin pump. Troubleshooting for no delivery alarm was performed. Customer advised they were unable to troubleshoot for the no delivery alarm due to pulling the set out. Customer advised they would like to return the infusion set for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.